Event description:
The facility reported to baxter that an intermate lv167 device had the end of its tubing broken off. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.

Manufacturer narrative:
(B)(4). The customer did not send this device to baxter for evaluation. Therefore, the reported condition of the end being broken off the tubing cannot be confirmed. Should the device or additional information be received, a follow-up medwatch will be submitted.